Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal discharge, mesh exposure, pain, cramps, weakness, dizziness, urinary tract infections, e. Coli and dyspareunia. Excision of protruding mesh with colporrhaphy, vaginoscopy and cystoscopy were performed.